Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a drawer failure. A field service engineer accessed the machine using the hardware testing application and performed a visual inspection to identify all faults. The fse found that the latch was faulty and replaced the solenoid. All functional checks were completed using the hardware testing application and confirmed that there were no additional errors. The system functioned as intended field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, drawer was difficult to unlocking and received hardware fail message the customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, drawer was difficult to unlocking and received hardware fail message the customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.